Event description:
While performing routine venipuncture, the employee attempted to close safety shield over needle on vacutainer hub. The shield detached from the hub and needle was exposed causing a needle scrape across the employee's left index finger. Detached safety shield from hub has occurred at other times without causing injuries. This is a serious safety issue. It has been demonstrated that once the shield detaches from the hub, it will detach easier than normal if pressed too hard while engaging the shield. The shields are many times detached in the bag when received.